Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was found to have a pneumothorax and could feel their chest 'jumping' when they were in certain positions. The rv lead was noted to have thresholds that went up after implant. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.